Event description:
Additional information was received. Patient reported that they have been having accidents in the early morning (around 5:30a). Patient was on program 4 at .9v and that they thought stimulation was too much or a little strong at .9v. During troubleshooting it was determined that stimulation was on and patient had the ability to change programs and adjust stimulation. Stimulation was decreased to 0.7v and patient stated that it was comfortable. Patient also reported that it numbed down their leg and that they thought it was caused from the uncomfortable stimulation at 0.9v. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant was wonderful when they first put it in but the patient was barely making it to the bathroom after a drive to their doctor's appointment. The patient stated that she had two accidents during the night last night at 3am and 6am before she made it up to the bathroom in the night. No troubleshooting attempts were made because the patient had not used the patient programmer on her own. The patient confirmed sitting on a chair with a cushion and felt stimulation in the correct location. The event was described as sudden and the patient was redirected to their health care professional (hcp). The patient also reported having a large hematoma, like 2 goose eggs, at the ins site. The patient noted that the hcp already looked at it and would keep an eye on it but the patient stated that it was very painful and still was. The patient mentioned that she could barely lay on that side. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Patient reported that the ins was not working 100 percent. Patient stated they were still having accidents everyday. Caller states they were on program 4 like hcp told them to be. They were set at 1.8v. During call, patient didn't have the patient programmer so therapy couldn't be checked. It was reviewed with patient to check therapy status and consider programming. Patient was redirected to follow up with their hcp if symptoms don't resolve. No further complications were reported or anticipated.